Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 319.006. Synthes lot # h873104. Supplier lot # h873104. Release to warehouse date: 18 jun 2020. Supplier: (B)(4). No ncr's were generated during production. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# h873104, qty# 1) was received at us customer quality (cq). Upon visual inspection it was observed that the needle component of the device was broken. The broken needle component was not returned. No other issues were identified with the returned device. Device failure/ defect found? Yes. Dimensional inspection: the dimensional inspection could not be performed as the broken needle component was not returned. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed: depth gauge for 2.0/2.4mm screws: (current and manufactured). Needle: (current and manufactured). No design issues or discrepancies were found during this investigation. Complaint confirmed? Yes, the needle component was broken and was not returned. Hence, conforming the allegation. Investigation conclusion: this complaint condition was confirmed for depth gauge for 2.0mm and 2.4mm screws (part# 319.006, lot# h873104, qty# 1). During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: reporter is a j&j sales representative. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, two (2) depth gauge for 2.0mm and 2.4mm screws are missing the tips and one (1) screwdriver shaft is stripped and unusable. There was no known hospital or patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 3 for complaint (B)(4).